Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the device was unable to be interrogated. The patient had a lvad. The device will be explanted.